Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, abdominal pain and difficulty breathing. Customer¿s blood glucose level was 418 mg/dl at time of incident, treated with bolus and blood glucose level goes down to 96 mg/dl. Customer was in intensive care unit due to cardiac operation. Customer reported that they feel okay to troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering because they think the motor did not working properly due to which they did not having enough insulin. Customer stated that the insulin pump passed the displacement test. The devices will not be returned for analysis.